Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who discovered the issue determined that the safety disk needed to be replaced. The part is on back order. A supplemental report will be submitted upon receipt of new information.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), that 5 newly replaced cardiosave intra-aortic balloon pump (iabp) safety disks failed the manifold test. There was no patient involvement, and no adverse event reported. Separate mdrs are being reported for each failure.

Manufacturer narrative:
The national repair center (nrc) received the safety disk, drive from the getinge production department. Production verified the failure of the disk failing the membrane leak test. The nrc will retain the safety disk per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The national repair center (nrc) received the safety disk, a senior repair technician of the nrc inspected the safety disk per the cardiosave service manual with no visual damage observed. The technician installed the disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The technician verified the disk failing for the membrane leak test. The test failed at 6 mmhg; the factory specification for this test is +/- 6 mmhg. The safety disk was sent to getinge production department per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.